Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9086676. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked during use when flushed. The following information was provided by the initial reporter: "leaking when flushed below pink part at top."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked during use when flushed. The following information was provided by the initial reporter: "leaking when flushed below pink part at top."